Event description:
It was reported that the device goes into alarm during self-diagnosis. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem could not be confirmed. The root cause of the problem was unknown. No further action will be taken as no problem was identified.